Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 19) occurred during the load process. Additionally, it was reported that resistance was experienced during the fill process. Customer's blood glucose level was 455 mg/dl. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.